Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used during an endoscopic biliary drainage procedure performed in the common bile duct of a patient on (B)(6) 2016. According to the complainant, when the flexima¿ biliary stent was inserted into the common bile duct via guide wire, they were unable to confirm the ro marker on the inner catheter. After a post-procedure check of the device, the ro marker still could not be confirmed. The procedure was completed with another flexima¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual analysis of the device found that the guide catheter was kinked at several locations. The tip of the guide catheter was severed to evaluate r/o marker. The r/o marker was missing. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is "undeterminable." A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used during an endoscopic biliary drainage procedure performed in the common bile duct of a patient on (B)(6) 2016. According to the complainant, when the flexima¿ biliary stent was inserted into the common bile duct via guide wire, they were unable to confirm the ro marker on the inner catheter. After a post-procedure check of the device, the ro marker still could not be confirmed. The procedure was completed with another flexima¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.